Event description:
Implant card was received that reported that the generator and lead were both replaced due to battery depletion and high impedance. During replacement surgery, the generator was replaced with a model 104 and then high impedance was seen. No pre-op diagnostics were run since the device was depleted. The site was asked to ensure that the leads are past the second connector block and was asked to irrigate the generator and lead pin. The site stated that they tried this however it has not resolved the issue. The surgeon then decided to move forward with the full revision. The explanted lead has not been received for analysis to date.